Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient states when he woke up today, screen was blank, no sounds or vibration. His bg was 405 mg/dl with moderate dizziness and moderate dry mouth. Battery cap was secure. He removed battery, re-inserted same battery and pump powered on and the battery icon showed full 3 bars. He programmed correction bolus and bg resolved to target. States currently he does not see any yellow around battery cap; pump and battery cap are intact, no issues with securing battery cap. Battery cap has never been replaced. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the power issue was not resolved.